Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump¿s display was blank. Customer also reported that the battery compartment and spring was not damaged. Customer was advised to insert a new aaa battery and display was not ok then again advised to remove battery for 10 min and cleaned contacts with alcohol wipe and to insert new energizer aaa alkaline battery however display not ok. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.